Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and reviewed against he reported event. Visual inspection identified nicks and gouges on the spherical surface and the lock groove feature. There were scratches on the inner spherical surface. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110017121 ¿ g7 shell ¿ 6756881. Country: report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the liner had dislodged from the cup during reduction. A new liner was used to complete the surgery. There was no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.